Event description:
The customer reported being in the emergency room due to high blood glucose of 487mg/dl. The customer experienced trouble breathing, nausea, and dehydration. Troubleshooting was performed. Assisted the caller to run a high pressure test and the test passed. The customer mentioned that she was in a car accident two days before her admission, and she was the driver. The customer stated that she was disconnected from the insulin pump per doctor's instructions, and the device was damaged at the reservoir compartment during the accident. Advised the customer to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had scratched display window, broken belt clip slot, and cracked reservoir tube. After testing it was concluded that the device operated within specifications.